Event description:
--

Event description:
Boston scientific received information that during a follow up increased pacing thresholds, fluctuation pacing impedances which were out of range, as well as non-sustained episodes identified as noise were noted on the right ventricular lead pace and shock channels. A fracture was suspected, and a revision procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received additional information that during the follow up, a loss of rv pacing had also been observed. This issue was also resolved during the revision procedure when the lead was re-connected to the device.

Manufacturer narrative:
A revision took place. Upon examining the lead visually the lead appeared intact with blood noted in the header of the device. The measurements seemed normal when testing with a pacing system analyzer (psa). Blood was removed from the device header and this right ventricular lead was re-tested again with the psa and with the device which showed normal and stable measurements. The lead was re-connected to the device and remained implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon addition information this investigation will be updated.